Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the patient passed away at home on (B)(6) 2021. The family cannot recall if someone shut the pump off, if the pump was alarming, or what happened when the patient was found deceased. The funeral home was contacted to disconnect the pocket controller so that it could be returned to see what alarms occurred prior to the patient¿s death. Additional information communicated on (B)(6) 2021, stated the controller was cremated with the patient. The cause of death and details leading up to the death are unknown. Additionally, it is unknown if the death was considered to be device related or if the device operated as expected. The relevant sections of the device history records for (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 at home. The cause of death was unknown. Whether the death was device related or not was unknown. It was unknown if the device operated as expected. The family could not recall if someone had shut the pump off, or if it was alarming when the patient was found deceased.